Event description:
Boston scientific received information that this implantable defibrillation lead dislodged one day post implant. It was reported the patient's heart was large and a longer lead was needed. An invasive procedure was performed and this lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The lead was return in two segments, severed approximately 11.2 centimeters (cm) from the is-1 terminal pin. The helix mechanism was fully retracted with no anomalies noted. Both segments of the lead underwent testing and were found to be electrically continuous. Analysis could not confirm the clinical observation.